Event description:
It was reported the customer had inaccurate readings with their sensor. The customer stated their blood glucose was 240 mg/dl and their sensor glucose read 84 mg/dl. Customer also reported experiencing fluctuating blood glucose. The customer stated their blood glucose would rise to 290 mg/dl to 390 mg/dl in five minutes. It was also found the customer had been hospitalized twice in july for high blood glucose. Customer also reported another hospitalization for their high blood glucose. Date of admission was (B)(6) 2014. Blood glucose was 600 mg/dl. Customer stated they were feeling irritable due to their high blood glucose. It was also reported the customer had diabetes ketoacidosis, leading to their hospitalization. Customer also stated there was a kink in their infusion set. The customer was treated with an IV of fluids at the hospital. The customer declined to troubleshoot for the insulin pump as their blood glucose was caused by bent cannulas. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.